Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip broke. The lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The forte-moderate support guide wire was "used a couple different times during the case in previous vessels". The wire was advanced and withdrawn 2 times, and when prepping to use the wire again, the tip broke off outside the body." The procedure was completed with another of the same device. No patient complications occurred. The patient status is "ok."